Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was pulling a leg assembly through the ligament, the needle detached. Reportedly, the needle detached inside the patient, and the physician did not attempt to retrieve it after it detached. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).